Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Implant date - unknown date in 2008. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02312

Event description:
It was reported a patient underwent knee revision approximately ten years post-implantation due to infection, femoral loosening and bone loss. All components were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant products: tibial component precoat size 4 catalog #: 00588000400 lot #: 61056485, kne other-bearing catalog #: unknown lot #: unknown. (B)(6). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04028 and 0001822565-2017-04029. Product was discarded.

Event description:
It was reported that the patient underwent first stage revision surgery approximately nine years post-implantation due to infection, loosening and bone loss. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: reported component loosening and bone loss were confirmed by review of x-rays; reported infection was unable to be confirmed. X-ray review found significant radiolucency, shifting of the femoral component, and possible loosening involving the femoral component. Osteopenia was present and bone loss was observed along the lateral femoral condyle. There were no signs of radiolucency or loosening of the tibial component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.